Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.